Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found the sleeve stuck in position #9. The fse replaced the plunger in position #9 and #11 and cleaned the sleeve in position #9. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.